Event description:
Device left metal shavings in joint which persisted after irrigation. Two devices were used, unsure which device left the shavings.

Manufacturer narrative:
Two devices were returned to ascent for eval, including an inspection under microscope and review of their processing paperwork. Inspection led to belief that excessive side loading force by user caused contact with inner and outer shaft creating metal flakes.